Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s casing was found to have cloudy display. In addition, a secondary issue was noted when the meter was found to have the incorrect type of battery. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultraeasy meter display was ¿cloudy¿. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient did not recall when the display issue appeared. The patient mentioned the screen appeared to have ¿condensation¿. It is not known if the patient continued to test with the subject meter after the display issue began. The patient informed the csr that she manages her diabetes with insulin. It is not known if she made any adjustments to her usual diabetes management regimen due to display issue. The patient reported developing symptoms of ¿low and high¿ a couple of months after the issue began. The specific symptoms were not provided. The patient informed the csr that when symptomatic she would administer 1 or 2 additional units of insulin depending on how she felt. At the time of troubleshooting, the csr was unable to confirm if any trauma occurred to the meter. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms potentially suggestive of a serious injury after the alleged meter display issue appeared.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.